Manufacturer narrative:
After further investigation, it was discovered, that the wrong malfunction was originally reported. The correct malfunction has now been identified and is not reportable.

Event description:
It was reported, that the device's legs are not lowering down all the way. No patient was affected. And no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's legs are not lowering down all the way. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.